Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a problem with overheating on weekends. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,h6(impact, clinical).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a problem with overheating on weekends.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that he was unable to notice the error, but the adjustment screw of the vacuum regulator was broken, which could have caused the error. So, the fse replaced the regulator ((B)(4)). The unit then tested according to the manufacturer's and operational protocol.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h6 (component codes, investigation conclusion), h11 the failure analysis and testing dept. Received pressure regulator with a reported unit failure of overheating error. The fat dept. Performed a visual inspection of the part received and found that the regulator adjustment screw is broken. The adjustment screw does not maintain the set position. Due to this damage, the pressure regulator cannot be installed and investigated any further. Retained the pressure regulator in the fat department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.